Event description:
It was reported that the balloon (bladder) of a large volume infusor burst. The device was filled with cefazolin 6000mg in sodium chloride 0.9%. This issue occurred while the device was sitting in the fridge at the hospital. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from october 14, 2021 - october 15, 2021. H10: the device was received for evaluation. Visual inspection was performed using the naked eye which observed fluid inside a bag that contained the sample which suggested a leak occurred. The cause of the fluid inside the bag was due to the broken tubing at the junction of the flow restrictor. Further inspection revealed that the portion of the broken tubing remained inside the solvent-bonded area of the flow restrictor. No ruptured bladder was observed. The cause of the broken tubing could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.